Event description:
The pt underwent the successful coil embolization of an anterior communicating artery aneurysm. At a routine twelve month f/u visit, angiography revealed a remnant into which an additional coil could be placed. No action was taken at this time due to the pt's mild chronic renal failure. Two months later, the pt underwent a second procedure to treat the remnant during which five non-boston scientific coils were placed without issue. There was no clinical consequence to the pt.

Manufacturer narrative:
Device expiration and manufacture dates are unk, as the upn and batch numbers were not disclosed. Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.